Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. A review of the device history records is currently being performed. The investigation of the reported event is currently underway.

Event description:
It was reported that during preparation, the distal tip of the pta balloon catheter allegedly separated and remained connected only to the inner wire lumen of the catheter. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: the sample was returned used. The balloon does not appear to have been previously inflated. A complete circumferential outer catheter break was noted at the proximal balloon glue joint. The edges of the break were examined under microscopic magnification and were observed to be slightly jagged. The inner polyimide was intact at this location. The catheter was kinked throughout the length of the device. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. No other anomalies were noted along the length of the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house guidewire, and it passed without issue. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a complete circumferential outer catheter shaft break at the proximal balloon glue joint. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation; do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation, the distal tip of the pta balloon catheter allegedly separated and remained connected only to the inner wire lumen of the catheter. There was no reported patient contact.